Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, upon reviewing the stored electrocardiograms two episodes of loss of ventricular capture were noted. The patient reported feeling dizzy. The device was reprogrammed and the patient would be monitored.